Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the battery of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery 9735773 48v s8 svc (1919) was returned for analysis. Analysis found no fault with the returned battery. The battery measured 51.5vdc upon return. The battery was connected to a main cart test system for overnight charging and on battery power the system shutdown after eleven minutes. The software investigation found that the issue of seeing the grub menu upon restart is consistent with a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The software investigation noted that the cause of the unexpected exit issue was unable to be determined without further information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that they started up the system and it was on for an hour when it shutdown spontaneously. When the clinical specialist (cs) restarted it, it showed the grub menu but then it restarted again. After that it let them login to admin and they checked the self test and saw the main cart battery cycle from 0% to 100%. No patient present.